Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 400 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer is only inserting in her outer thighs and has done for many years. No further info was provided.